Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the "alarm repeats itself at least 10 times within a half hours period the snooze time is set to 60 minutes." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump powered on fully with functional audible alarms. The pump was opened and there was no intermittent condition found on the piezo or the contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked.